Event description:
Patient reported ¿intracapsular implant rupture. Mr picture of moderate mixed fibroadenomatosis with multiple small cysts (not device related). The field of intravenous enhancement identifies small foci of glandular hyperplasia¿ via MRI. This record is for the left side. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 - material rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported ¿intracapsular implant rupture. Mr picture of moderate mixed fibroadenomatosis with multiple small cysts (not device related). The field of intravenous enhancement identifies small foci of glandular hyperplasia¿ via MRI. This record is for the left side. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo evaluation: visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst: unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.